Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with complaints of fever, chills, body aches, and headaches. Further investigation revealed that the patient was infected with beta hemolytic strep group b, and a mass, likely vegetation, was found on the device. The patient was treated with medication, and the device was explanted and was later replaced. No further patient complications have been reported as a result of this event.